Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that heard an alert that was described to fit the lead integrity alert. The patient was noted to be travelling overseas. The patient stated that there may be "an intermittent lead." A few weeks later, more information was received that indicated that the svc coil on the right ventricular had high impedance. The rv coil impedance was also noted to have increased. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.